Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed process to scan for right frequency was told on shink on item itself there was paint had chipped off.